Event description:
It was reported that arctic sun device was not giving proper flow so they turned the device off and on and got a low water reservoir alert. They filled the machine with water and restarted therapy. Explained they should not fill the device when they turn it off and back on as the system does not recognize the water in the pads at this point. Explained needed to drain 500ml from right side drainage port to avoid overfill. Flow rate (fr) was 2.6lpm when therapy restarted. They are doing controlled normothermia at 0.1c/hour. Per follow up information received via (B)(6) on (B)(6)2024, the nurse denied draining water from the device because the device was running without issue. Flow rate was improved. Therapy completed and device remains in service.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Arctic sun device was not giving proper flow so they turned the device off and on and got a low water reservoir alert. They filled the machine with water and restarted therapy. Explained they should not fill the device when they turn it off and back on as the system does not recognize the water in the pads at this point. Explained needed to drain 500ml from right side drainage port to avoid overfill. Flow rate (fr) was 2.6lpm when therapy restarted. They are doing controlled normothermia at 0.1c/hour. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not giving proper flow so they turned the device off and on and got a low water reservoir alert. They filled the machine with water and restarted therapy. Explained they should not fill the device when they turn it off and back on as the system does not recognize the water in the pads at this point. Explained needed to drain 500ml from right side drainage port to avoid overfill. Flow rate (fr) was 2.6lpm when therapy restarted. They are doing controlled normothermia at 0.1c/hour.